Event description:
The pt was suddenly unable to tolerate wearing the device. When he begins having toleration problems, he grabs his speech processor off of his head and won't allow to be put back on his head until after going back to the clinic where the clinician has to turn down all his m levels significantly and then gradually increase his m levels over time back to their normal levels. Then a few weeks or a few months later he repeats this process all over again. Measurements show normal device function.

Manufacturer narrative:
Additional info: the pt is wearing his device with no further problems. The complaint has been closed, if however, problems do arise in the future, the complaint will be re-opened.

Manufacturer narrative:
The device has not been explanted.